Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the extent of which the fall affected their system remained unknown. The patient was reprogrammed. The patient's weight was unknown. No further complications reported.

Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for non-malignant pain, other chronic/intract pain (trunk/limbs), and radicular pain syndrome. It was reported that the patient had undesirable stimulation around their ribs. The patient was receiving the stimulation around the rib area prior to having a fall 2-4 weeks ago but since the fall the stimulation has gotten worse. The patient reported they had a hairline fracture in their ribs. No further complications reported.